Event description:
Caller states during a correlation study the following coaguchek xs/laboratory results were obtained: 1.0 inr/1.9 inr, 2.8 inr/2.04 inr, 6.9 inr/4.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however caller provided no system information.

Manufacturer narrative:
No patient information provided.